Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that the patient's leads were replaced. Effective therapy was established postoperatively.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-03734. It was reported that both of the patient's leads had high impedances and the patient was unable to enter MRI mode. The patient has effective therapy. Surgical intervention is planned to address this issue.